Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
It was reported, through the filing of a lawsuit, that the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip and was later revised. It is alleged that he suffered injuries as a result of implantation and explantation of the device, device recall, and excessive levels of cobalt and chromium in his blood.

Manufacturer narrative:
Reported event: an event regarding altr and disassociation involving accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned clinician review:a review of the provided medical records and x-rays by a clinical consultant was rejected indicating: no clinical or pmh, no patient demographics, no primary op report, no imaging studies, no lab or pathology reports, no examination of explanted components.based upon the information available for review, confirmation of the event description and preparation of a medical report is not possible for this case. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that patient had suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of cobalt and chromium in his blood.the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported, through the filing of a lawsuit, that the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip and was later revised. It is alleged that he suffered injuries as a result of implantation and explantation of the device, device recall, and excessive levels of cobalt and chromium in his blood.